Event description:
Subsequent information indicated that additional out of range shock impedance measurements were recorded. The patient had also presented to the emergency room after receiving two inappropriate shocks for oversensed noise on the right ventricular (rv) lead. It was noted that the pace impedance was fluctuating, but remained within normal limits. The local field representative (fr) indicated that the noise was reproducible when the patient moved. In addition to the noise noted, there was also a frequent rv sensed event that did not correspond to any interval on a surface electrocardiogram. Boston scientific technical services (ts) reviewed numerous rhythm strips sent in by the fr. Ts noted noise on all three channels that appeared to be electromagnetic interference (emi) in nature. Ts discussed the possibility of there being an issue with the header as the fr reported the device was placed subpectorally. A surgical revision procedure was performed. The device was removed from the pocket . The rv and lv leads were tested through the pacing system analyzer. Both leads displayed high impedances and thresholds. The rv lead still displayed oversensing. A new device was implanted with the same result. The device had been returned for analysis. There were no additional adverse effects reported.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.

Event description:
Boston scientific received information that this right ventricular lead and device displayed a high, out of range shock impedance measurement. A request for additional information has been made. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.